Event description:
Allegations of neuromuscular disorder, weakness, lung difficulties, shortness of breath, tumors in the body, arthralgia, myalgia, chronic fatigue, sensitivity to light, loss of hair, balance distrubances, bruisability, sensitivity to cold and pigment changes in skin.